Event description:
Healthcare professional additionally reported nodes with sign of siliconomas, axillary regions with axillary regions with siliconomas. Healthcare professional also reported multiple and simple cyst not related to the device.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5; h.6.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, siliconomas, cysts (not device related).

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, siliconomas, 'intracapsular rupture' and cysts (not device related). Device has been explanted.